Event description:
Routine complaint investigation when a consumer reported receiving imprecise back to back of 243 mg/dl and 441 mg/dl. These values when plotted on a clarke error grid, fall into the "c" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.